Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with anterior-posterior colporrhaphy, enterocele repair, bilateral uterosacral vaginal vault suspension (extra peritoneal), cystoscopy due to stress urinary incontinence and pelvic relaxation. It was reported that following insertion the patient experienced urinary problems and infection. It was reported that patient underwent mesh revision/removal, cystoscopy, urethrolysis on (B)(6) 2012 due to recurrent urinary tract infection and bladder spasm. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information.